Event description:
Healthcare professional reported that the valve was explanted approximately 4 yrs post implant due to subvalvular pannus that had reduced the outflow tract of the valve. The pannus was removed and another 20mm medtronic hall valve was implanted. The surgeon indicated that the pt's medtronic hall mitral valve was also evaluated and found to be functioning normally. The valve was not returned for analysis.